Manufacturer narrative:
Date of event: only year is known. Exact month and date are not known. Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID: 3389s-40, lot# v515472, implanted:(B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Product ID: 3389s-40, lot# v515472, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 13-nov-2022, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 13-nov-2022, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 11-may-2013, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 11-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual and dbs therapy indications. It was reported that a patient's "dbs got infected" and was removed. The patient had a new device implanted and the representative stated they would submit a new registration to update the record. No further symptoms or complications were reported or anticipated with this event.